Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator has not reached end of service. An estimation of remaining battery life based on known device settings indicates 1.91 years remaining until elective replacement indicator is yes. Treating neurologist is unable to tell if pt feels device stimulation because the pt is non-verbal. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt has not experienced any recent injury or trauma that may have damaged the ncp system. It was reported that the pt has experienced a slight increase in seizure frequency above previous efficacy with the vns therapy, but not above pre-vns baseline frequency. Vns therapy baseline seizure frequency is reported as being 1-2 seizures per month. The pt is now experiencing 2-4 seizures per month. Lead break is suspected. Neurologist plans revision surgery. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance.